Event description:
It was reported that during an upgrade procedure the device was not pacing and displayed t-wave oversensing when the right ventricular (rv) lead was plugged in. The rv lead was placed into the old device and no issues were observed. The rv lead was then plugged back into the replacement device and again no pacing and t-wave oversensing were noted. The device was removed and a new device was used to complete the procedure. It was further reported that the right atrial lead was punctured when repositioning during the procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on the proximal conductor and in/on the helix/lobe mechanism. The outer insulation was breached/cut. Apparent explant damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on the proximal conductor and in/on the helix/lobe mechanism. The outer insulation was breached/cut. Apparent explant damage was noted.